Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a stuck motor failure. The patient's blood glucose at the time of incident was 12.8 mmol/l. Troubleshooting was initiated for the stuck motor failure alarm. The insulin pump was not exposed to a high magnetic field. However, the customer was unable to rewind the insulin pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind test; the problem was isolated to the motor. Unable to perform the self-test, sleep current measurement, active current measurement, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement alarm. No physical damage noted on the motor assembly during our visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label stained and minor scratched lcd window.